Event description:
On (B)(6) 2011 primary op was performed. (Tlif (l5/s)) (B)(6) 2011, the surgeon noticed right side of the rod which sited at the s1 tulip head of the screw was loosened according to the follow-up x-rays. The pt has not pain and left side of the rod was fixed strongly. So, revision op is not planned now. Also, blocker was not loosened in primary op, because te surgeon tightened proper torque completely. The pt was not active for 1 week after the op though the weight of the pt was (B)(6). The surgeon and us cannot specify if the blocker cross threaded or not, because it is still implanted now.

Manufacturer narrative:
The rod and the screw also reported in this event are: xia 3 titanium polyaxial screw dia 6.5 x 40 mm, cat# 482316540, lot# b10271 or b1095 and xia 3 titanium rad rod diam 6mm l 45mm cat # 48238045, lot # sye. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.